Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported stent dislodgement occurred. The target lesion was located in the left anterior descending artery. A 32x2.75mm promus premier drug eluting stent was advanced for treatment. However, the stent got dislodged from the catheter. The physician was able to remove the stent with another balloon. The procedure was completed with another promus premier stent. No patient complications were reported and the patient was fine.

Manufacturer narrative:
Device is a combination product. Initial reporter phone: (B)(6). Device evaluated by MFR.: promus premier ous mr 32 x 2.75mm stent delivery system was returned separated from the stent. The balloon was reviewed and there was no stent on the balloon. The balloon folds were present indicating that the balloon had not been inflated. Stent crimp markings were evident on the balloon wall indicating correct positioning of the stent prior to the complaint event. A red-blood like substance was noted inside the balloon which indicated a leak or tear in the balloon in inflation lumen. Examination of the surface of the balloon was carried out under the scope and a tear was noted in the balloon, the tear was located 6mm proximal to the device tip. The tear was approximately 1.5m in length. The balloon material was lifted at the tear site exposing in the inner shaft polymer extrusion. Visual and tactile examination of the hypotube found multiple hypotube kinks. Visual and tactile examination of the shaft polymer extrusion found no issues. Visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis.

Event description:
It was reported stent dislodgement occurred. The target lesion was located in the left anterior descending artery. A 32x2.75mm promus premier drug eluting stent was advanced for treatment. However, the stent got dislodged from the catheter. The physician was able to remove the stent with another balloon. The procedure was completed with another promus premier stent. No patient complications were reported and the patient was fine.